Manufacturer narrative:
(B)(6).

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury.

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were unable to maintain pressure at 25mbar. The cuffs were observed under magnification and cut marks were observed on the cuffs. The complaint of leakage was confirmed. The manufacturing site reports "there is possibility of components stacking on cuff inside pouch that may cause the cut mark." A non-conformance was opened to address this issue.